Event description:
Complaint received from (B)(4), synthes quality engineer. Noted during express care incoming inspection in monument. Tip is broken.

Manufacturer narrative:
Sample not available for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.